Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise oversensing on the patient's right ventricular (rv) and left ventricular (lv) leads, resulting in pacing inhibition. Additionally, the patient's right atrial (ra) lead exhibited over sensed noise that led to inappropriate automated mode switch (ams) episodes. The ra, rv, and lv leads were explanted. The patient was then implanted with a dual-chamber pacemaker, with new ra and rv leads implanted. The patient was in stable condition.